Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of right ventricular activity. Technical services (ts) recommended lead integrity testing and lead replacement. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).